Manufacturer narrative:
As reported in the Move study, three 6F-12F Mynx Control Venous vascular closure devices (VCD) were successfully deployed in the right groin at the end of the procedure. However, hemostasis was not maintained with one of the devices and pressure was held for 10 minutes to achieve hemostasis. The affected site started as an 8F, was upsized to a 13F inner sheath, then downsized to an 8F prior to the Mynx insertion. The other two sites used an 8F and 10F sheath. The device was used after an atrial fibrillation (AFib) ablation using a non-Cordis device. Venous access was gained with the use of ultrasound. The patient received (b)(4) units of intraprocedural heparin and 100mg of protamine was administered. The activated clotting time (ACT) was 404 seconds. Procedural time was 59 minutes, and time to ambulation was 2.93 hours.The device was not returned for evaluation as it was discarded. A product history record (PHR) review of lot 18581200 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.The reported event of ¿Sealant-Inability to achieve hemostasis¿ could not be observed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure experienced could not be determined. Failing to achieve hemostasis after vascular closure of a vein is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath removal technique, and proper placement of the sealant at the venotomy. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, access site factors are possible as it was reported that the venotomy site had been upsized to a 13F inner diameter sheath during the procedure before closure. Also, patient factors, pharmacological factors and/or handling factors of the device are possible. According to the Mynx Control Venous instructions for use (IFU), which is not intended as a mitigation, ¿While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to Patient Brochure for post-care instructions.¿ Additionally, as it was reported that a 13F inner diameter sheath had been used during the procedure, it should be noted that the indication for use within the IFU states, ¿The MYNX CONTROL VENOUS Vascular Closure Device (VCD) 6F-12F is indicated for use to seal femoral venous access sites while reducing times to hemostasis, ambulation, and discharge eligibility in patients who have undergone catheter based procedures utilizing 6F to 12F inner diameter procedural sheaths, with single or multiple access sites in one or both limbs.¿ Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Neither the PHR review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.